Event description:
A site representative, operating room inventory coordinator, reported a small passive frame was damaged. The screw catches when attempting to attach the frame to the arm and would not fully tighten to the arm. The site representative was unable to report whether or not the instrument had been damaged while in a surgical procedure. No patient was present when this was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement small passive cranial reference frame shipped to site. Medtronic inspection of returned suspect device finds the frame is well worn with nicks and scratches overall. The attachment screw has broken loose and is moving freely through the frame. Markers attached and fully seated, the frame returned good geometry and divot error readings. Mechanical issues, detachment of the screw, directly caused the event.